Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level, however, a specific bg value was not provided. Reportedly, the customer suspected the pump to be the cause of the reported issue. Troubleshooting with a clinical specialist was performed and a root cause was not determined. A manual insulin injection was administered to address bg level. Reportedly, the customer reverted to manual injections for continued insulin therapy.